Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. Review of the event history log confirmed a check clutch alarm. Testing was able to duplicate the reported alarm condition. A lead screw nut was found loose. Therefore, the lead screw nut was replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.